Event description:
The accounts maintenance stated reverse trendelenburg is not working. He sees the logic pan hanging down.

Manufacturer narrative:
The accounts maintenance has not completed repairs.